Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. However, the physician indicated the implant position and aortic regurgitation may have contributed to the death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated moderate paravalvular leak (pvl). It was reported that the valve had been implanted deep and that there was heavy annular calcification as well as heavy aortic valve leaflet calcification. A post implant balloon aortic valvuloplasty (bav) was performed and reduced the pvl to mild. After the access site was closed, a transesophageal echocardiogram (tee) indicated moderate central regurgitation. Three days post implant, a follow up tee indicated moderate pvl and mild central regurgitation. Approximately five days post implant, it was reported that the patient expired. The cause of death was not reported, however the physician suspected that the deep implant and subsequent central regurgitation may have contributed to the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.